Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event. The device was used for treatment. No samples were returned for analysis. Low adhesion may be caused by adhesion levels of the raw material used to make the strips. Adhesive levels are monitored to ensure that adhesive is present and within specification. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the adhesive reinforcement strips that come in the kits, affected 4 dressing of 2 pico kit (with 2 dressings). The customer mentions these reinforcement adhesive strips do not stick and had to open other dressings to be able to reinforce the dressing. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.